Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The apl/btv manifold cover was replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer:(B)(6).

Event description:
It was reported that there was a malfunction resulting in loss of manual ventilation. There was no patient involvement.